Event description:
Pt reported was only able to infuse about 20 ml of hizentra dose of 75 ml when pump broke/stopped infusing (dose interrupted). Pt disposed of rest of medication. She stated she is a week late on infusions due to being on vacation. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available. Nonfamilial hypogammaglobulinemia.